Event description:
Related manufacturer reference number: 2017865-2024-73672. Related manufacturer reference number: 2017865-2024-73673. It was reported that a patient presented for a generator change with known low pacing impedance and over-sensing of noise resulting in inappropriate automatic mode switch noted on the patient's right atrial lead. Loss of capture was noted on the right ventricular lead. High capture thresholds and loss of radio frequency telemetry was noted on the patient's pacemaker. The leads were capped, and the pacemaker was explanted. This intervention occurred on (B)(6) 2024. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: b1,b2: adverse event and required intervention to prevent permanent impairment/damage were select in error in b1 and b2 respectively. Correction: b5: field should reflect physician elected to place a temporary pacing wire via the right femoral vein until further notice.

Event description:
It was reported that a patient presented for a generator change with known low pacing impedance and over-sensing of noise resulting in inappropriate automatic mode switch noted on the patient's right atrial lead. Loss of capture was noted on the right ventricular lead. High capture thresholds and loss of radio frequency telemetry was noted on the patient's pacemaker. A new rv lead was attempted to be positioned but could not be due to the patient¿s anatomy. The leads were capped, and the pacemaker was explanted. The physician elected to place a temporary pacing wire via the right femoral vein until further notice. This intervention occurred on (B)(6) 2024. No adverse patient consequences were reported.